Event description:
It was reported that the customer was not seeing insulin exit the end of the tubing during fill tubing. The customer disconnected the tubing from the luer lock and indicated there was no insulin exited from the end of the pigtail. Tandem technical support had the customer install a new cartridge and the customer was able to complete the load sequence. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.